Event description:
It was reported that the patient's left ventricular lead exhibited increased capture threshold and possible capture failure. There was also a reported decrease in pacing impedance. Lead dislodgement was alleged. No intervention was performed. The patient's health status was unknown.

Event description:
Related manufacturer reference number: 2017865-2024-01254. New information received notes that the capture threshold increased due to the auto-threshold functionality. Programming changes were made. There were no adverse patient consequences.